Event description:
The customer reported, the system stopped working during surgery. The IV pole was blocked and would not return. The surgery was completed with another system. Additional information was requested on the event. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).